Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, at the beginning while using the balloon to expand extra peritoneal space, the device physically broke and a piece of the burst balloon fell into the cavity of the patient. Once the doctor found the piece, they removed it and continued with the case laparoscopically. The surgical time was extended for thirty minutes or more due to the product problem. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) received one device. The visual inspection noted that the balloon was broken. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.